Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (300s mg/dl) and insulin injections were administered to address the high bg. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were found. Reportedly, the customer had been using humalog in the cartridge for 3 days. The customer stated that the infusion set tubing and site were to be changed. The customer declined further follow-up.